Event description:
The customer reported being in the emergency room due to high blood glucose of 700mg/dl. Initially, the customer reported that his insulin pump alarmed motor. Troubleshooting was performed, and the device passed the displacement test. It was stated that the insulin pump was not exposed to an MRI. The caller stated that the insulin pump is cracked and fluid was in the reservoir chamber. The customer requested that the device be replaced. No further information was provided.

Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor. Unable to complete functional test due to prime anomaly. The insulin pump was received with cracked case on lcd display window corners, cracked reservoir tube and cracked battery tube threads. Motor was tested outside the device and passed. No motor error alarms noted. No moisture damage noted on motor assembly or electronic assembly during visual inspection. All operating currents are within specification. No unexpected low battery or off/no power alarms noted. The insulin pump passed selftest, off/no power test, displacement and rewind tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. Mfg. Report 1 of 2, medwatch report # 3004209178-2012-89966. Mfg. Report 2 of 2, medwatch report # 3004209178-2012-89967.